Event description:
Approximately twenty months post hvad implantation, the patient was hospitalized for high power. He presented with map's stable at 60-75, increased lactate dehydrogenase (ldh) levels and pump power, subtherapeutic inr, and hematuria. He was treated with tissue plasminogen activator after which pump power returned to baseline and ldh levels improved. The patient was discharged home with a goal inr of 2.5. The medical team attributes this event to difficulties the patient reportedly had with anticoagulation therapy which led to subtherapeutic inr. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was hospitalized for high power and experiencing symptoms of hemolysis. The patient received treatment for suspected thrombus and was discharged home with a goal inr of 2.5. It was last reported that this patient received a heart transplant months after the reported event. The hvad pump (hw3534) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption outside the normal operating range. Dimensional and functional verification of the returned pump did not identify any deviations from current manufacturing and functional specifications. A possible clinical factor that may have contributed to the thrombus formation is the difficulties the patient reportedly had with anticoagulation therapy which led to a sub-therapeutic inr. The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). A possible root cause of the reported event may be attributed to thrombus formation/ingestion within the device. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.